Event description:
The customer reported that the pump displayed a reset screen unexpectedly. The customer's blood glucose level did not exceed 500 mg/dl, indicating it was within a safe range. Technical support explained that the pump reset one of its microprocessors as a safety feature and assisted the customer in loading the cartridge and resuming insulin, ensuring normal operation.